Manufacturer narrative:
Tech found no head up function from controls or manual pump. Replaced head up valve to resolve this issue. Bed was found in second floor storage.

Event description:
Info received indicated that there was no head up function, electrically or via manual pump. No injury alleged.